Event description:
Customer reported unexpected negative reactions on the echo for a patient sample. The customer ran a capture-r ready ID (crrid) . Results showed all cells were negative.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrid, lot id118. Customer's returned sample was tested using retention crrid, lot id118, on an in-house echo. Sample (B)(4) was nonreactive in all testing. Hemagglutination tube testing was performed with the sample using selected cells from retention panocell-16, lot 30574. Immuadd was used as potentiator and testing was performed at all phases [immediate spin (is), room temperature (rt), 37c and indirect antiglobulin test (iat)]. Sample (B)(4) reacted w+ at all phases with the e+e- cell and reacted w+, 3+ and w+ at rt, 37c and iat phase, respectively with the e+e+ cell. Results indicate this sample's anti-e is partially, if not wholly, igm in nature and at the threshold of detection at the iat phase with liss methodology. A service call was made. Washer residual volume was at low end of range and was calibrated. Echo within specification and operating as expected.